Event description:
It was reported that the pt is no longer able to hear with his device. It happened suddenly, some time ago. Exchanging the external parts did not improve. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: the complaint has been closed out as there is no information about a potential date for surgery. The complaint will be reopened as and when the patient undergoes surgery and the device is received for investigation. According to currently available information the complaint is probably due to a defect of the stimulator electronics. Due to the sudden onset, as reported, an accidental device impact can not be ruled out.